Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-aug-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported patient¿s previous ins was replaced due to ¿lead replacement¿. Patient mentioned ¿my first device had implanted in hawaii. They did the 3-foot leads and they pulled down after the initial install. So with this one, they went in and did the paddle leads and laminectomy, and basically made sure they stayed in place this time. It was noted the revision had occurred. The dated of ins was being explanted was on (B)(6) 2019. No further complication and no symptoms were reported.